Event description:
It was reported that when the device was used during a laparoscopic hand assisted bowel resection, during the second firing, the jaws were stuck and could not be open. The case had to be switched to an open procedure to get the instrument out. The device was discarded.